Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) after experiencing syncope and receiving shock therapy from the implantable cardioverter defibrillator (ICD). In the ER, the physician witnessed a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode and therapy from the device. The device was interrogated and no shocks or arrhythmias were recorded. The device was did not show any monitored or treated vt/vf episodes. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.